Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that a patient with diabetes (pwd) noticed blood glucose increasing. When it reached 230 mg/dl, the pwd decided to change out the infusion site. Upon removing the site from the abdomen, a bent cannula was observed. A new site was then placed on the thigh, but about 30 minutes later a ¿line blocked¿ alarm occurred. When this infusion site was removed, another bent cannula was noted. Since then, the infusion sets have been working without difficulty. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.